Manufacturer narrative:
No report of patient involvement. (B)(4). The customer biomed reinstalled the sensor interface board (sib) to resolve the reported issue.

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient involvement.